Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported having an infection. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated on (B)(6) /2016 the patient reported having stomach pains and observed cloudy effluent during treatment. The patient was unable to complete treatment using the cycler and was requested to come into the clinic for culture and was diagnosed with an episode of peritonitis. Per pdrn the patient had been recovering from stomach flu and had vomiting and diarrhea, and stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment prior to infection. Per pdrn the patient was not hospitalized for the episode of peritonitis and was treated in-clinic for fourteen days. Per pdrn the patient completed her last dosage of antibiotics on (B)(6) 2016 and indicated as of (B)(6) 2016, the signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.